Event description:
It was reported that during a procedure for treatment, the biliary stent got lodged in the ampula and could not be removed. They tried to percutaneously remove the stent and in doing so perforated the distal common bile duct.